Event description:
During chemotherapy infusion, on two seperate occasions where the "blue stopper" (septum from needle free valve) fell off the y-site on code. The reported code is 9526a., either from lot 26540.h06 or 26342.h04. A sample was saved and returned for evaluation.

Manufacturer narrative:
Additional lot#: 26342.h04, additional device MFR date: 3/8/06.